Event description:
Based on a review of the medical records provided by the pt's attorney: on (B)(6) 2006 - the pt underwent a ventral incisional herniorrhaphy with a composix kugel mesh. On (B)(6) 2006 - office visit, the pt is having epigastric pain, possible bulge in lower right aspect of incision. On (B)(6) 2006 - office visit, the incision has healed nicely through the bottom of the mesh, no hernia felt. On (B)(6) 2006 - office visit, continues with slight bulging in inferior aspect of incision, appears to have recurrent incisional hernia. Surgery scheduled for (B)(6) 2006. On (B)(6) 2006 - the pt underwent incisional herniorrhaphy with a composix kugel mesh. On (B)(6) 2006 - office visit, abdominal pain, urinalysis negative, f/u with md for pain management. On (B)(6) 2006 - upper abdominal discomfort at the site of the previous mesh. On (B)(6) 2007 - the pt underwent excision of both composix kugel meshes and repair with a non-bard product.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. The pt underwent ventral hernia repair with a composix kugel mesh on (B)(6) 2006. During office visits over the next four months the pt expressed epigastric pain, the incision healed well and then the pt had a bulging in the inferior aspect of the incision and surgery was scheduled for a recurrence. On (B)(6) 2006 the pt underwent repair of a recurrent incisional hernia with a composix kugel mesh. At office visits on (B)(6) 2006, the pt complained of abdominal pain. On (B)(6) 2007 the pt underwent excision of both composix kugel meshes and repair with a non-bard product. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear how the pt's medical and/or surgical history may have contributed to the alleged event. The pt reportedly experienced a recurrence which is listed as a possible adverse reaction in the product's instructions for use. Additionally, no sample has been returned for eval. Based on info provided, no conclusions can be drawn. See MDR 1213643-2011-00673 for info related to the composix kugel mesh implanted on (B)(6) 2006.